Event description:
On (B)(6) 2014, the distributer contacted animas stating the audio bolus button was under-responsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the audio bolus button was found to be intermittently responsive. The audio bolus button cover was removed; moisture and contamination was found underneath the audio bolus cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.